Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was that they had to reach out to hcp last friday since they were in so much pain and they were not getting the coverage from the ins like they were before. Pt said that their sciatic and back pain was back. Agent redirected pt to hcp to further address the reported issue. When asked for the event date, pt said that it was about three weeks ago. Pt called back and reported they were still not getting coverage from their stimulator and were going to contact their managing hcp

Event description:
On 2025-mar-5: additional information was received from patient who reported their implant is now no longer holding a charge. Patient stated they met with the representative and had it reprogrammed however the implant is still not holding a charge. Patient stated that this issue has been going on for over a month now. They were redirected the patient back to their managing hcp. On 2025-mar-18: additional information was received from patient who reported they met with a manufacturer representative (rep) who reprogrammed their controls and resolved their pain. They state they now have to charge their implant twice a day and will meet with their healthcare provider (hcp) as something is still not right with their device.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.